Event description:
It was reported that the procedure was to treat a de novo lesion in the distal left anterior descending artery with mild tortuosity, mild calcification, and 50% stenosis. A trek balloon catheter was advanced and resistance was felt with the balance middleweight (bmw) elite guide wire. The trek balloon catheter was inflated twice at 12 atmospheres and 14 atmospheres. The trek balloon catheter was able to be removed from the guide wire but it was difficult. Reportedly, the physician felt as though the balance middleweight elite guide wire was swelling and the trek balloon dilatation catheter got stuck on the guide wire. Reportedly, another non-abbott balloon met resistance with the bmw elite guide wire as well. The bmw elite guide wire was replaced with a non-abbott guide wire and a non-abbott balloon and a xience prime were used to successfully treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l device: dilatation catheter: trek, panthera. The trek coronary dilatation catheter is being filed under a separate manufacturer report number. Evaluation summary: the device was returned for analysis. The reported resistance was unable to be confirmed; however, the tip coils were noted to be damaged. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.